Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tg4015/05861495) for a thoracic aortic aneurysm repair. The final angiography showed no endoleak. The patient tolerated the procedure. On (B)(6) 2008, images revealed a proximal type I endoleak. The physician decided to take a wait-and-see approach. The aneurysm diameter was 64 mm. The patient was discharged. On (B)(6) 2008, in six-month follow-up study, images revealed the proximal type I endoleak remained. The physician decided to take a wait-and-see approach. The aneurysm diameter was 68 mm. On (B)(6) 2009, in one-year follow-up study, images revealed the proximal type I endoleak. The physician decided to take a wait-and-see approach. The aneurysm diameter was 70 mm. Aneurysm enlargement was revealed. On (B)(6) 2010, an additional stent graft was implanted for the proximal type I endoleak repair. On (B)(6) 2010, in two-year follow-up study, images revealed the proximal type I endoleak remained. The physician decided to take a wait-and-see approach. The aneurysm diameter was 74 mm. On (B)(6) 2011, in three-year follow-up study, images revealed the proximal type I endoleak. The physician decided to take a wait-and-see approach. The aneurysm diameter was 74 mm. On (B)(6) 2011, the physician performed banding procedure for the proximal type I endoleak repair. On (B)(6) 2012, the patient passed away due to the cerebral hemorrhage. No further information was obtained.